Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection and pocket erosion. This crt-p system was succesfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection and pocket erosion. This crt-p system was successfully replaced. No additional adverse patient effects were reported.